Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required chest tube placement and hospitalization. The target lesion was in the lower lobe. A cytology brush was used during biopsy. The procedure was completed as planned with no delays. The patient was admitted overnight, then the pneumothorax resolved, and the chest tube was removed. The patient was subsequently discharged home. The physician reported that the pneumothorax was not ion-related, but rather related to the location of the lesion and the cytology brush usage. There was no device malfunction associated with the event. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. There was no device malfunction associated with the event. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the procedure that were relevant to the reported event.